Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All operating currents were within specification and no unexpected low battery or off no power alarms were noted. The insulin pump passed the off no power test, self test, restart error test, displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The functional tests could not be completed due to the prime anomaly. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that customer had been hospitalized with diabetic gastro paresis. His wife reported that his insulin pump had unresponsive buttons and that he was having a difficult time administering insulin. At the time of reporting, his blood glucose was 187 mg/dl. The customer's wife was informed that her husband's insulin pump would be replaced. The insulin pump was returned. No additional information was reported.